Event description:
It was reported that a malfunction occurred with the pump, indicated by the malfunction code "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue reappeared, which the customer acknowledged and understood.